Event description:
It was reported, syringe 30ml ll s/c, foreign matter. The following was provided by the initial reporter: the customer found that all of their ig1000 irrigation trays seem to have small particles of plastic and fluid within the syringe, seems to be a dust within the entire sealed package. Additional information: can you please provide an exact date of event in format dd-mmm-yyyy? 01-04-2026

Manufacturer narrative:
Device evaluation it was reported that small plastic particles and fluid were present within the syringe, and that dust-like material appeared to be distributed throughout the sealed package. As a physical sample was not returned, a comprehensive sample evaluation could not be performed. To support the investigation, two photographs were provided and reviewed by the quality team. The images depict a syringe without the blister packaging, with the plunger rod and rubber stopper fully retracted. White-colored particles are visible at the base of the plunger rod. No additional defects or abnormalities were identified from the photographs. A device history record review was conducted for material number 302832, lot 4158775. This review did not identify any quality issues during manufacturing that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections were completed in accordance with established specifications. Based on the investigation and the photographic evidence, the reported condition is considered confirmed. However, in the absence of a physical sample for evaluation, a definitive root cause could not be determined.